Event description:
It was reported that during a procedure, this right ventricular (rv) lead was observed to exhibit noisy signals and a drop in pacing and shock impedances which remained within normal limits (wnl). The health care professional (hcp) also noted that defibrillation threshold (dft) test was done, and the rv lead had failed to deliver shock therapy. Ts suspects insulation breach as possible cause to the rv lead drop in impedance measurements, and noise signals. Ts discussed other probable causes with the hcp and recommended for rv lead to be replaced. At this time, the rv lead remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that the physician decided to replace the implantable cardioverter defibrillator (ICD) system with a non-boston scientific system. This rv lead was explanted and successfully replaced with a new non-boston scientific lead. No additional adverse patient effects were reported.

Event description:
It was reported that during a procedure, this right ventricular (rv) lead was observed to exhibit noisy signals and a drop in pacing and shock impedances which remained within normal limits (wnl). The health care professional (hcp) also noted that defibrillation threshold (dft) test was done, and the rv lead had failed to deliver shock therapy. Ts suspects insulation breach as possible cause to the rv lead drop in impedance measurements, and noise signals. Ts discussed other probable causes with the hcp and recommended for rv lead to be replaced. At this time, the rv lead remains in service. No adverse patient effects were reported.